Event description:
It was reported that the while in use on a patient, there were difficulties with providing gas to the patient. An alarm for high airway pressure was triggered. There was no patient harm. Manufacturer's reference number: (B)(4).